Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and lynx (bs) were implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele, intrinsic sphincter deficiency and stress urinary incontinence. It was reported that the patient had the concurrent procedures of cystocele repair with graft and rectocele performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4).